Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "high pressure and other alarms" is confirmed. Although, the root cause of the stepping motor failure is undetermined the pump alarmed high baseline 1, and excessive noise was noted from the stepper motor of the pump assembly during the functional test. A device history record (DHR) review was conducted for the iabp serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that the rn called the clinical support specialist (css) to troubleshoot frequent high pressure alarms. The css reviewed potential causes of high pressure alarms with the rn. The rn has called the css again and stated there are two new alarms and there was also another high pressure alarm. The css suggested they exchange the pump for another pump and explained the exchange process to the rn. The pump was exchanged for a second pump successfully with no alarms. The patient is otherwise supported on pump and achieving the goals of therapy with good waveforms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn called the clinical support specialist (css) to troubleshoot frequent high pressure alarms. The css reviewed potential causes of high pressure alarms with the rn. The rn has called the css again and stated there are two new alarms and there was also another high pressure alarm. The css suggested they exchange the pump for another pump and explained the exchange process to the rn. The pump was exchanged for a second pump successfully with no alarms. The patient is otherwise supported on pump and achieving the goals of therapy with good waveforms.